Event description:
The perfusionist reported that during prime he noted fluid in the pump raceway. Upon inspection, he found a split in the pumpheader tubing. The event occurred during prime, there was no pt involvement.

Manufacturer narrative:
A segment of luge tubing was received at sorin group USA for eval of the split in the pump head tubing. The inspection of the returned segment of tubing confirmed a split through the tubing material. Segments of the tubing were isolated for dimensional measurements. All measurements were within spec. The vendor was contacted by the sorin group USA. No processes or material changes in the mfg of the tubing have been made. During the mfg process, the tubing is 100% inspected prior to packaging and shipping. Six tubing segments were pulled from mfg and subjected to a tubing life test to determine structural integrity. In addition, one heart lung pack from the same lot number was pulled and the tubing subjected to the same integrity test. No damage or leaks were noted after six hours. All seven pieces of tubing were pressurized and then re-tested for integrity for an additional six hours. No damage or leaks were noted. Unfortunately, laboratory testing could not reproduce the defect. The investigation could not determine the root cause for the tubing failure. The sorin group heart lung instructions for use state that failure to maintain proper occlusion of the roller pump can lead to premature pump head tubing failure, resulting in leaks. The IFU states to use appropriate tubing inserts and to maintain the natural curvature of the tubing when placing it in the raceway. Failure to properly install the pump tubing may result in damaging the tubing.